Event description:
A report was received that the patient experienced skin irritation at the surgical site. Medication was administered and the event is resolving. The event was assessed as being related to the study procedure.

Event description:
A report was received that the patient experienced skin irritation at the surgical site. Medication was administered and the event is resolving. The event was assessed as being related to the study procedure.